Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 20 events were reported for this quarter. Product return status 1 device was received. 19 devices were evaluated based on historical data analysis. Additional information 20 devices were not labeled for single-use. 20 devices were not reprocessed or reused.

Event description:
This report summarizes 20 malfunction events in which the device reportedly overheated. - 17 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.